Event description:
Customer reported that they received a check blood glucose readings screen and is unable to clear the alarm despite replacing the batteries. Customer also mentioned that the esc button was not working and they were unable to view the status screen. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly however, the insulin pump had moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.